Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer initially contacted customer service twice on (B)(6) 2014 to report being unable to test due to her adc blood glucose meter not powering on with button press or test strip insertion and an ER-3 message intermittently appearing on the meter display. Replacement product was ordered and shipped to the customer. On (B)(6) 2014, customer reported she had not received test strips and stated that on (B)(6) 2014, she was unable to test and experienced shakiness, a loss of hearing, and suffered a loss of consciousness. Customer self-treated with orange juice (glucose) and was reportedly rushed to the hospital. No further information regarding treatment was provided by the customer at that time as she did not have the information on hand, and subsequent attempts to gather the information were unsuccessful. Customer contacted adc on (B)(6) 2015 and reported she had "received (unspecified) IV treatment when she was hospitalized". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.